Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MFR report #: 2134265-2010-04359, 2134265-2010-04360 it was reported that during a coronary stenting treatment procedure, the study stent was malapposed. The index procedure treated four target lesions in a staged index procedure. The 1st lesion was a 99% stenosed, 4.0x20mm target lesion located in the mid right coronary artery (rca). Treatment used a direct stent technique and placed a 3.5 x 24mm taxus liberte stent and utilized post-dilatation resulting in 0% residual stenosis. The patient was discharged two days later on aspirin and prasugrel. A staged procedure 36 days later treated the left anterior descending (lad) artery. The second lesion was a 75% stenosed, 4.0x8mm target lesion located in the mid lad. Treatment used a direct stent technique and placed a 3.0 x 12mm taxus liberte stent. Post-stent deployment ivus was used which noted a dissection. This was treated with post-dilatations with a non-compliant balloon and placed a 4.0x12mm taxus liberte stent (the same stent as in lesion 4) resulting in 0% residual stenosis. The 3rd lesion was a 75% stenosed, 3.3x8.0mm bifurcated target lesion located in the mid lad. Treatment used a direct stent technique and placed a 3.0 x 12mm taxus liberte stent and utilized post-dilatation resulting in 0% residual stenosis. Post stent deployment ivus was used which noted incomplete apposition. This was treated with post dilations with a non compliant balloon resulting in 0% residual stenosis. The 4th lesion was a 75% stenosed, 4.3x8.0mm target lesion located in the proximal lad artery. Treatment used a direct stent technique and placed a 4.0 x 12mm taxus liberte stent. Post-stent deployment ivus was used which noted incomplete apposition. This was treated with post-dilatations with a non-compliant balloon resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.